Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had endocarditis with vegetation identified on the lead. Septic shock was also noted. There were no additional adverse patient effects reported. This rv lead was explanted.